Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed that the unit was not picking up trigger intermittently. The fse checked the cables and the functions with the trainer, which were ok. The fse suspected bad connection in the socket of the balloon pump. So, the fse cleaned the socket connector. The fse also stated that maintenance was due next month, so the fse carried out the 6 month preventive maintenance. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the complete initial reporter (tel #): (B)(6).

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) is not picking up trigger. There was no patient involvement.